Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that high, out of range, high voltage lead impedance and exit block were observed. The lead was explanted and replaced with no complications. Patient condition was good after the procedure.